Manufacturer narrative:
Date of event: date of event provided as best estimate between 01-jan-2021 through 31-jan-2021. Model number unknown at the time of this report. Serial number unknown at the time of this report. Phone number is (B)(6). Zip code is (B)(6). Manufacture date is unknown at the time of this report. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A corneal burn was reported. A brief description from the surgery center indicated that during the phaco procedure in (B)(6) 2021, a corneal burn occurred. No further information is available at the time of this report.